Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. The internal battery was replaced to address the issue. Review of the device data logs revealed total power failure, an error message (sf180) related to a battery charger fault, and external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the external battery communications lost alarm was due to a software issue whereas the other issues were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.